Manufacturer narrative:
Received 4 evacuators with packaging label. The reported event was confirmed with an unknown cause. The visual inspection noted that the tube disconnected from three of the evacuators. The tubes were received separated so it was not possible to determine which sample they applied to. Presence of solvent on received samples were detected. The following results were found during the dimensional evaluation: sample #1: external diameter was measured where the tube tops: measured 0.493 in (the spec call 0.495 in +/- 0.005 in). External diameter was measured where the tube enters: measured 0.439 in (the spec call 0.437 in +/- 0.005 in). Sample #2: external diameter was measured where the tube tops: measured 0.490 in (the spec call 0.495 in +/- 0.005 in). External diameter was measured where the tube enters: measured 0.438 in (the spec call 0.437 in +/- 0.005 in). Sample #3: external diameter was measured where the tube tops: measured 0.492 in (the spec call 0.495 in +/- 0.005 in). External diameter was measured where the tube enters: measured 0.440 in (the spec call 0.437 in +/- 0.005 in). The received tubes cr0248 were measured according to dwg6365 rev.0: sample #1: internal diameter tube: measured 0.380 in (the spec call 0.375 in +/- 0.025 in). Sample #2: internal diameter tube: measured 0.395 in (the spec call 0.375 in +/- 0.025 in). Sample #3: internal diameter tube: measured 0.400 in (the spec call 0.375 in +/- 0.025 in). All dimensions were found within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that the system disconnected whenever the user squeezed the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the system disconnected whenever the user squeezed the balloon.